Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac perforation that required pericardiocentesis and prolonged hospitalization. The patient stated that she felt heaviness in the chest during the procedure. It was noticed by intracardiac echocardiography (ice) that blood started to fill the pericardial space and a pericardial effusion was confirmed. The pericardial effusion started to get progressively larger. A perforation was confirmed with ice and on x-ray. 10-12 nurses came in and a pericardiocentesis was performed for the medical intervention. Patient was stable, however, required extended hospitalization to monitor her vitals to ensure that no other adverse events would occur. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac perforation that required pericardiocentesis and prolonged hospitalization. The patient stated that she felt heaviness in the chest during the procedure. It was noticed by intracardiac echocardiography (ice) that blood started to fill the pericardial space and a pericardial effusion was confirmed. The pericardial effusion started to get progressively larger. A perforation was confirmed with ice and on x-ray. 10-12 nurses came in and a pericardiocentesis was performed for the medical intervention. Patient was stable, however, required extended hospitalization to monitor her vitals to ensure that no other adverse events would occur. The injury was noticed while mapping with the thermocool smarttouch sf (stsf) catheter and no ablation had been performed. It was believed that the fellow perforated the right ventricle and ventured in the pericardial space using the stsf during a premature ventricular contraction (pvc) ablation. There was no product malfunction.

Manufacturer narrative:
On 24-feb-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).